Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. An olympus test needle was used to pass through the instrument channel of the device and no problems were found. The instrument channel was inspected and no kinks or obstructions were noted. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic eus-fna (endoscopic ultrasound-guided fine-needle aspiration), the users had difficulty inserting an olympus needle through the instrument channel when the device was angulated. The users elected to utilize a different, but similar device to complete the procedure. There was no patient injury or complications reported.